Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
It was reported that the customer's sensor's cannula was bent. The customer's blood glucose level was 88 mg/dl. The product was returned. Nothing further was reported.